Event description:
It was reported the md inserted the iab using a sheath. The iab was inserted too far and it dampened off the pressure. The md pulled the catheter back and blood was detected immediately in the helium tubing. The iab was removed from the patient. The md handed it to the perfusionist to submerge the membrane in water to see if a rupture was detected. The perfusionist could not see a rupture in the membrane. The md placed another iab successfully. There were no patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.